Event description:
Unomedical reference number (B)(4). Event occurred in slovakia. On (B)(6) 2024, patient complained about adhesive issue due to tape not sticking. Infusion set was in use for 1 day maximum. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: (B)(6).